Manufacturer narrative:
The actual device was returned for evaluation. The reported condition was confirmed. The assignable root cause was undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during service and repair pre-testing, it was observed that the attachment device failed the pre-test for temperature assessment. It was further noted that the device had damaged bearings, and failed for cutter insertion. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.